Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 259 mg/dl, 105 mg/dl, and 109 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, customer no longer has the test strips; replacement was sent.